Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device's exhaled tidal volume (vte) levels being low could not be confirmed. Proper device operation was then observed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.